Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.new information has been added. The patient has a medical history of afib, high bp, kidney disease, diabetes, heart disease, sleep apnea, and unknown causes of these things. In this report b4 and g3 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to CPAP device sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have diabetes and kidney disease. The medical intervention that the patient received in response to the events are currently unknown. The reported events and its reported severity was reviewed by the manufacture's clinical expert. These events are not related to the device in this case. Based on the available information, the manufacturer concludes, no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1 (report type), b2 (outcomes attributed to adverse event), and h1 (type of reportable event) were updated. Section h6 health effect - impact code, clinical code, type of investigation, investigation findings and investigation conclusions have been updated.